Event description:
Reporter alleged the bloodglucose monitoring device 3rd and 4th pins in docking port have melted off and part of the display is melted as well. Reporter stated there is no report of injury, flames, or smoke. Reporter stated it is not known when the device was last cleaned however the alleged area using the device is supposed to clean with glucochlor wipes after each use. Reporter indicated no pts were involved. A request was made for the return of the suspect device and replacedment product was sent.